Event description:
Resistance was encountered when removing the guidewire from the hoop. When guidewire was removed it was noted the coating was flaked. A previous guidewire had the same thing happen. There was no pt contact in either case. A third wire was used without any incident.